Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight hypoglycemia while using the ilet, followed by user overcorrection that resulted in hyperglycemia; the specific cause of the lows was unclear, and oral glucose was used to treat the hypoglycemia. Symptoms included hypoglycemia and headache, as well as subsequent hyperglycemia. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the device problem characterized as insufficient information and the device component also noted as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.